Manufacturer narrative:
This report is for 6 unknown cortex screws. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
This report is for unknown cortex screws. On (B)(6) 2013, the patient, with a history of drug use, underwent revision surgery due to a broken superior right clavicle plate as the result of wrestling with a friend. The plate, which broke at the 4th hole on the lateral side, 6 locking screws and 6 cortex screws were removed and replaced with an anterior plate and an unknown number of screws. The implants were easily removed and the patient status/outcome was reported as good. This report is 2 of 3 for complaint (B)(4).